Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto 3 system and a map shift issue occurred. The investigational analysis completed 2/19/2019. The field service engineer visited the account and found no system physical damage and was unable to reproduce the reported issue. The field service engineer re-imaged the workstation as proactive measure. Full preventative maintenance and acceptance testing was performed. All tests passed. The system was ready for use. The complaint history of the system was reviewed. No similar problems were found. The device history record (DHR) was performed by the manufacturer and no anomalies, which were related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacture ref no:(B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto 3 system and a map shift issue occurred. During the procedure, a silent map shift displayed. The issue was seen during mapping and ablation phase. Prior ablation tags appeared off by several millimeters from the new points acquired in the same area. When selecting ctrl + p, the patches appeared to be in the same area. However, under the location set up, it was noted that all 6 patches were intermittently disappearing from the display. Map shift was discovered as patches would disappear on the location screen. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. The system did not display any errors or prompts to reset visualization. All catheters continued to display as desired. The case was completed. No adverse patient consequences were reported. The map shift issue has been assessed as MDR reportable.